Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple users were unable to login to two stations, receiving an unable to authenticate error. Users were also unable to access menu options or permissions, which prevented medication dispensing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple users were unable to login to two stations, receiving an unable to authenticate error. A technical support specialist followed up with the customer and confirmed that the reported users' accounts had been reviewed, access permissions were restored, and the affected users were able to successfully log in to the station. The customer was advised to contact technical support if the issue recurred. The system functioned as intended after the technical support specialist investigated the issue.